Event description:
The customer received questionable total psa and free psa results for one sample from a patient born in 1957. The total psa result was 0.29 ng/ml and the free psa result was 1.3 ng/ml. This sample showed similar results in previous testing. No specific data was provided. The results were reported outside the laboratory and the patient had "2x biopsy" performed. There was no harm to the patient due to the biopsies. The total psa reagent lot number was 166760. The expiration date was not provided. The free psa regent lot number and expiration date were not provided. The patient sample was submitted for investigation and tested on a centaur analyzer. The total psa result was 0.69 mg/ml and the free psa result was <0.07 ng/ml.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).

Manufacturer narrative:
The patient sample in question was submitted for investigation. It was determined the event was due to the presence of an interference in the sample. Such interference could be auto-antibodies blocking epitopes on complexed psa, an anti-idiotype antibody with different specificity than the ones added to the reagent or a rare psa isoform present in the sample. These interferences are documented in product labeling.